Manufacturer narrative:
Date sent: 06/25/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the blade was broken off during use. The broken piece did not fall into the pt. The doctor commented that the blade had not touched any metallic device and the tissue had seemed to be hard because of the inflamed cholecyst. Another device was used to complete the case. There were no adverse consequences to the pt.